Event description:
It was reported that the patient was in for a routine refill on (B)(6) 2013 with a 4% concentration increase. The pump was filled with all 20ml but within "probably 10 minutes" the patient was faint and groggy. The ems was called but no intervention was needed. The patient remained "alert, very happy, and pain free". The reservoir was aspirated and 17ml was removed and replaced. It was initial reported that there was "probably a pocket fill" but later allegations of pocket fill were "denied" by the hcp. The pump was infusing hydromorphone, clonidine and bupivacaine.

Manufacturer narrative:
Patient programmer: model: 8835, serial# (B)(4). Catheter model: 8709sc, lot# n172893019, implanted: (B)(6) 2009, explanted: unknown. (B)(4).